Event description:
The complainant reported that on (B) (6) 2009 the clinician was performing the implant of a transvaginal anchor sling in a female pt (B) (6). According to the complainant, during the procedure, the device fired, but the plastic protector got caught on a piece of subcutaneous tissue and snapped, breaking the suture. The physician then obtained another precision speedtac transvaginal anchor system and the procedure was successfully completed. There was no identification from the complainant of any adverse affect to the pt as a result of the reported event.

Manufacturer narrative:
The complainant reported that the device will not be returned for eval, as it was discarded subsequent to the event; therefore, a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B) (4).